Event description:
Starmed glove removed from box with thumb ripped. Nurse's thumb showing through glove. Defective glove not saved. This is a recurring problem. The manufacturer has been notified. Multiple affected product samples have been returned. The problem continues. Multiple lots within multiple catalog numbers are affected. Manufacturer response for healthcare glove, starmed ultra nitrile m (per site reporter). Quality event report submitted to manufacturer.